Event description:
It was reported that the pt experienced no stimulation. Reprogramming was attempted. It was noted that the "product malfunctioned". The pt underwent surgery, and the lead was repositioned. The pt outcome was reported as no injury. The pt was seen in 2008, for reprogramming and was "fine and happy".